Manufacturer narrative:
(B)(4). Femoral stem fiber metal midcoat collared 12/14 neck taper standard neck offset cementless size 11 standard body. Concomitant medical products: item# 00620004623, shell porous without holes 46 mm o.d., lot# 25673000. Item# 00630504628, liner standard 28 mm i.d. For use with 46 mm o.d., shell, lot# 60499701. Item# 00801802801, femoral head sterile product do not resterilize 12/14 taper, lot# 60215724. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision due to femur fracture on an unknown date. Attempts were made to obtain additional information; however, none was available.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.